Manufacturer narrative:
The customer reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message" was confirmed based on the event log review but not during the functional testing. The probable cause of the reported tcm ID:02 was due to a damaged pic-16, input/output printed circuit assembly (I/o pca), and danfoss module controller circuit boards which could have caused the thermogard console to display an intermittent tcmid:02 error. Upon visual inspection, no physical damage was observed. During the event log review, the tcmid:02 error code was identified on the reported event date. Thus, confirming the reported complaint. During initial functional testing of the thermogard console, the error message tcm ID:02 (ce danfoss error) was not replicated. However, when the compressor resistance value was measured, the results were outside of the acceptable range. As a precautionary measure, the pic-16, I/o pca, and danfoss module controller circuit boards need to be replaced to avoid the re-occurrence of the tcmid:02 error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint for thermogard with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was used for ivtm therapy. The console stopped and displayed a tcmid:02 (ce danfoss error) message. The user immediately rebooted the console, and the error message was cleared. The customer was able to continue with the treatment for three days, however, the console displayed the tcmid:02 message again. Another thermogard console was used to continue the treatment. No consequences or impact to patient.